Manufacturer narrative:
(B)(4).ther device was returned by the customer for evaluation. The reported event was confirmed. The device was repaired and upgraded and passed all performed tests.

Event description:
It was reported that the device was missing a segment in the display. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.